Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's or time was not extended due to the csf leak. The recipient was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cerebrospinal fluid (csf) leak during initial implant surgery. The recipient reportedly underwent a duraplasty overlay procedure. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.